Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced resistance when filling a cartridge. The user's blood glucose level was 250 mg/dl and it was addressed with a bolus. Reportedly, the user changed/filled a new cartridge successfully and resumed insulin delivery.